Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s screen started flashing black and white and beeping and received a blank display. The customer¿s blood glucose level was 180 mg/dl. The customer states the display was not blank less than 30 seconds and did not return. Customer states the contacts on the battery cap are not damaged. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. Insert battery alarm did not display on the insulin pump screen. The customer reported that the display did return after insulin pump restart. The customer stated no report of insulin pump¿s screen flashing when screen was turned on after being in sleep mode. The customer also reported that the insulin pump was alarming and they could not clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had flashing white lcd display due to electronic assembly moisture damage. During visual inspection, motor and force sensor had moisture damage. Unable to perform self test, sleep current measurement test, active current measurement test and displacement test due to flashing white lcd display.